Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. High impedances were observed on one of the implanted leads. The patient underwent a revision procedure where the lead was removed and replaced. The patient was doing well post operatively. The explanted lead was discarded by the physician. It is unknown which of the two implanted leads was the one involved with the event and was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074369.